Event description:
It was reported that the patient was experiencing dizziness and fatigue with an episode of syncope. The right ventricular oversensing had caused an inhibition of therapy. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.